Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown / not provided. PMA (510k) #: k013227.

Event description:
It was reported that implant crown came off, clinician found broken screw and fractured implant at tooth location 29. General referred to dr (B)(6) for evaluation. At consultation deemed to surgically remove implant, place bone graft and eventually replace implant. Implant was removed (B)(6) 2020.

Manufacturer narrative:
One impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation (image 1-2). Visual evaluation of the as returned product identified wear and damage about the implant threads, and fracturing at the collar. The drive features contains the fractured bottom portion of the unknown screw reported by the customer. No pre-existing conditions were noted on the per. The reported product was located on tooth # 29 (universal) and used for approximately 8 years. The reported event could not be recreated due to the nature of the dental device and event (fracture). Appropriate documentation was reviewed. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. Based on the available information, device malfunction has occurred and the reported events were confirmed.

Event description:
No further event information available at the time of this report.